Manufacturer narrative:
D4 expiration date ¿ added. H4 manufacturing date ¿ added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the customer presented with right m1 stroke and patient mrs score was 1. Based on available information, the reported ' patient intracranial hemorrhage' is known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication will be assigned to the reported issue.

Event description:
The patient presented with right m1 stroke and patient mrs (modified rankin scale) score of 1. It was reported that the sah (subarachnoid hemorrhage) occurred during procedure. Two passes have been done with the subject device plus aspiration with catalyst 6 device and the procedure was completed. The patient was discharged with nihss (national institute of health stroke) scale score of 0 , meaning no neurological symptoms. Mrs score was 3. The cause of the subarachnoid hemorrhage is unknown. No other information was provided.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
The patient presented with right m1 stroke and patient mrs (modified rankin scale) score of 1. It was reported that the sah (subarachnoid hemorrhage) occurred during procedure. Two passes have been done with the subject device plus aspiration with catalyst 6 device and the procedure was completed. The patient was discharged with nihss (national institute of health stroke) scale score of 0 , meaning no neurological symptoms. Mrs score was 3. The cause of the subarachnoid hemorrhage is unknown. No other information was provided.